Event description:
A dialysis patient presented with a pseudoaneurysm. On (B)(6) , a 7fr introducer sheath was used to advance the gore viabahn endoprosthesis over an .035 j wire. The gore viabahn endoprosthesis was placed in a fistula, distal to the left elbow. On (B)(6) 2014, the patient had dialysis treatment. After the treatment, it was found the gore viabahn endoprosthesis had migrated to the patient's upper arm. On (B)(6) 2014, the physician attempted to place a bare metal stent in the gore viabahn endoprosthesis in order to anchor it. As the bare metal stent was advanced, the delivery catheter knocked the gore viabahn endoprosthesis loose. It was reported that the gore viabahn endoprosthesis migrated to the right lower lung. No intervention is planned at this time.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
The gore® viabahn® endoprosthesis was placed in the fistula, distal to the left elbow. The gore® viabahn® endoprosthesis has 2 cm covering the pseudoaneurysm and the remaining 3 cm downstream in a vein with a diameter greater than 6 mm. On (B)(6) 2014, the patient had dialysis treatment with cannulation occurring at the inflow of the gore® viabahn® endoprosthesis.

Manufacturer narrative:
Device was not returned to manufacturer.

Manufacturer narrative:
.